Manufacturer narrative:
This device is classified as import for export, therefore 510k is not applicable. Model fb-18v is available in the USA with a 510k number k951199. We checked the returned unit and confirmed that the ocular. Based on the result, we concluded that it was caused due to the fluid damage from the ocular. In addition, we confirmed that the insertion flexible tube (ift) compressed, the operation channel buckled, the light guide fiber bundle (lcb) crushed, the image guide fiber bundle (cfb) dirty, the lcb distal cover glass dirty, the lg prong top loosened, the distal body worn out, and the u/d and the r/l pulley wires worn out; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report "hr-rpt-0586(image failure)" and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is unknown. There was no report of patient harm. Fiber image failure(fluid damage).